Event description:
It was reported that the device reached elective replacement indicator (eri) early, and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is < 80% of 99.9% longevity limit.